Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone, the insulin pump had alarmed compromise force sensor system. Customer didn't know his current blood glucose level. The device was not dropped or bumped prior to the alarm occurring. Customer reported the drive support cap was normal and he didn't recall pressing it while connected. Customer was advised to discontinue use of the device and revert to back-up plan. He was advised the device needed to be replaced and he agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture on the force sensor resistor. Unable to test for a33 alarm due to motor error alarm however, the motor was tested outside the device and passed. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.